Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles coming out of the cartridge during the air removal technique of the load process. The customer loaded a new cartridge successfully and resumed insulin delivery. There was no impact to customer¿s blood glucose.